Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (perfromance issue) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, a pin in the battery connector was bent. The root cause for the contamination was ingress of an unknown liquid. The root cause of the bent pin was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.